Event description:
It was reported that the device was broken or damaged. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. Upon visual inspection the service technician noted that they replaced platen assembly, sear latch and right iui. Replaced rear case recall completed. Replaced dim u4 on display board. During testing of the returned device, the pump module was found out of specification for rate accuracy. External inspection confirmed damaged platen with the returned pump module. Replacement of the broken platen and subsequent retest for rate accuracy found the device to be delivering fluid in specification. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. CAPA# _00926 lvp door latch. CAPA# ca-2013-0494 lvp sear damage CAPA# ca-2018-0161 iui conn issues CAPA# 1143616 lvp dim u4 display based on the findings, service determined that the proximate cause of the reported issue was due to platen assembly missing - missing. Device history review: a review of the device history record for (B)(6) was performed from date of manufacture 05/13/2013 to present date 01/12/2021 and note that this device has been returned for service once without correlation to the customer reported issue or service repair. Also, there were no production failures indicated on the source device.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device was broken or damaged. No additional information was provided. There was no patient involvement.